Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred.the lesion was located in a non-calcified unspecified vessel. A 4.5mm x 12mm quantum maverick balloon dilatation catheter was used to treat the target lesion. Upon inflation, the balloon ruptured at an unspecified pressure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event :18 years or older.(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).